Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing sets. The patients were receiving unspecified solutions. The solusets were filled with an unspecified volume of solution that was being used for "hourly fluid control." Reportedly, once the solusets emptied, air was noted in the tubing distal to the solusets. The customer contact reported that the air was not delivered to the patients. There were no reported adverse patients effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.